Event description:
The customer stated that one patient sample (sid (B)(6)) generated a false positive result of 0.4 (unit of measure was not provided) for the architect stat troponin-I assay. The positive result was questioned and a fresh sample was then obtained from the patient and tested negative (0.04). The original sample was also retested using two different architect analyzers and negative results (0.03 and 0.02) were generated. The normal range used by the customer for the troponin assay is (0.01-<0.3). No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. A review of ticket trending and lot search data did not identify atypical complaint activity related to discrepant patient results. Accuracy testing was completed using retained kits of reagent lot 17195un13. Acceptance criteria were met which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specifications. No malfunction was identified since retest of the sample produced the expected negative result similar to the subsequent sample. No additional issues were identified. A study was performed to evaluate the performance of the assay. An internal troponin-I panel was tested with reagent lot 17195un13. The troponin-I panel is targeted to a known concentration. The panel was within specification, which demonstrates that the assay in question can accurately detect a known concentration of troponin-I. The customer was referred to the limitations of the procedure section, of the architect stat troponin-I reagent package insert which indicated that cardiac troponin-I levels can be increased in any condition resulting in cardiac cell damage. For mi diagnostic purposes, the architect stat troponin-I results should be used in conjunction with other information such as cardiac marker results (e.g., ck-mb and or myoglobin), ECG, clinical observations and symptoms. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. The customer was also referred to the assay package insert for specimen collection and preparation for analysis.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.